Event description:
It was reported that there is no image display at the root of the x8-2t probe sector, accompanied by radial artifacts during heart surgery with the epiq 7c ultrasound system. An alternate ultrasound system was used to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
The field service engineer replaced the x8-2t transducer to resolve the customer¿s immediate concerns. A thorough investigation was performed by evaluating the returned transducer. However, the reported issue was not able to be reproduced. The analysis confirmed the transducer was working as intended. The system has returned to service with no similar issues reported.